Event description:
Further follow-up revealed that there have been no recent medication changes or device parameters that could have contributed to the reported event. Neurologist indicated that the vns therapy system was not related to the reported events and that they were related to outside stressors. Neurologist indicated that the pt is happy with vns therapy and no intervention is planned.

Event description:
Vns pt has experienced five episodes of feeling fluttering in their chest after bending over. It was reported that the episodes did not coincide with device stimulation cycles. Investigation has been unable to determine whether the events are cardiac-related and/or whether they are related to the vns therapy. No response has been received to MFR's requests for additional info from treating neurologist (via fx x2).